Event description:
The complainant reported that a female pt underwent multiple band ligation for the treatment of esophageal varices. It was reported that the bands misfired and came off the varcies. The physician used sclerotherapy and a blake moore tube to complete procedure. The pt required hospitalization following the procedure, but has been released in stable condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number.